Event description:
The contralateral implantable neurostimulator and extension were returned to the manufacturer with no return paperwork. The manufacturer's device tracking system indicated that the pt expired. Additional info requested from the healthcare professional indicated that the pt was treated for infection and wound dehiscence in 2005; vancomycin and fortaz IV were administered. The following month, the pt was taken to surgery for wound debridement and closure. Three months later, the pt was seen in follow-up and the wound was again debrided. The pt returned two months later, for follow-up and removal of the lead and extension. The ipg was removed emergently two months later, due to the site appearing infected with erythema and the pt's skin being very thin; the lead/extension site wound was healing. It was also noted that the pt was not experiencing any increase in tremors, so no replacement was being planned. There was no mention of disposition of the explanted components. There was no further info after that date; outcome and cause of death is unk. See manufacturer report #6000032-2009-09242.